Event description:
It was reported that a patient who underwent a procedure for atrial fibrillation/left atrial appendage occlusion with a pentaray nav catheter experienced a cardiac tamponade requiring pericardiocentesis. During the mapping phase of the procedure (left atrial mapping), the patient's blood pressure dropped. An effusion was then confirmed through intracardiac/transesophageal echocardiography. A pericardiocentesis was performed, after which the patient was stabilized. The patient's bleeding was stopped, and the patient was extubated and was transferred to the intensive care unit. The patient was discharged on (B)(6) 2026. The physician provided no opinion on the potential cause of the adverse event. It was indicated that medtronic's cryo arctic front¿ catheter was used for ablation and two applications had been performed. There was one transseptal puncture site. Two cryoablations were performed within the pulmonary veins (pv) and nothing outside the pv.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31843533l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).